Manufacturer narrative:
The product was not returned for analysis. The reporting facility did not provide a lot number or any identification of the product. The root cause for the reported complaint could not be determined , not enough information was provided to complete the investigation. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that a lens was placed in consumer's left eye a year ago & most of consumer's vision had not be good since. Consumer need 2 diff. Pairs of glasses now (near & far) every day. Doctor was abrupt and consumer's won't return to her after several visits. She gave consumer a pair of minus -.75 glasses "to make up for it"- her words. Consumer need +100 to150 for reading, & minus -1.0 for distance & driving. Disappointing & upsetting. Consumer would appreciate some assistance. Additional information has been requested and received stating that the surgeon gave me a free pair of glasses "to make up for it" when we discussed the poor vision following the surgery with iol. Consumer thinks that the wrong prescription was implanted. He had to wear two different pairs of glasses to reduce the power for distance and reading.